Manufacturer narrative:
Film evaluation results are: the pre-implant anatomy information, pre-implant films, films during implantation of the second limb extension, and post-op films were not available. The exact cause of the possible type IV transgraft endoleak could not be assessed from the 10 second angio video provided; however, heparin used during the procedure or patient condition may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of a 41 mm in diameter aortic aneurysm in the right iliac artery. It was reported that, during the index procedure, an angiogram revealed a type IV endoleak. The aneurysm was observed to be perfused with contrast due to the endoleak. The physician elected to implant an additional endurant ii stent graft inside the first endurant ii stent graft and the endoleak was resolved. Per the physician, the cause of the event was due to excessive porosity of the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.